Event description:
Related manufacturer report number: 2017865-2019-16850. Related manufacturer report number: 2017865-2019-16851. It was reported the patient expired on (B)(6) 2018 there is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown.

Manufacturer narrative:
Analysis found that a partial connector portion of the lead was returned in one piece measuring 9.5 cm. Analysis was normal. Further analysis of the lead revealed additional findings. External insulation abrasion was noted at 5.3 cm ¿ 5.4 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to the device can.